Event description:
This system was returned with oos documentation from biotronik rep, (B) (4). Per oos, the leads were capped during a routine device change-out because, the leads would not dislodge and the insulation on both leads was displaced. The leads were replaced with an arox 45 jbp, (B) (4), and an arox 53 bp, (B) (4). Synox sx 45 jbp, (B) (4), MDR 1028232-2009-00601.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.